Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found that the rv setscrew was stripped and hex inset filled with septum material. It is unknown if this damage contributed to the complaint of high lead impedance. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high lead impedance measurements. The device was explanted and replaced.